Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the ventilator service required alarm was not reproduced during an operational check, but during the check of the error log the error code for evt_press_sensor_mismatch (the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor)) was found. The device's flow sensor was found to be dirty and was replaced to address the issue.